Event description:
It was reported that this right ventricular (rv) lead exhibited noise suspected to be associated with myopotential movement. Device data was sent to technical services (ts) for review. Ts then provided troubleshooting steps to be completed at the next follow up appointment. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.